Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported an impedance check was performed with results from electrode 0 being greater than 4,000 but referencing the other electrodes, 1-3, they were all low. When the rep. Tried to run an impedance test again the power on reset (por) message was seen and another interrogation was not possible as the battery was shutting off after it was reset. It was reviewed with the rep. It was likely the implantable neurostimulator (ins) didn¿t have enough power to run the test since it was 13 years old, so the rep. Discussed the need for replacement with the consumer and physician. Relevant medical history includes rsd/causalgia-complex regional pain syndrome and other pain indications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.